Event description:
It was reported that the patient received 35 inappropriate shocks, and the lead integrity alert (lia) triggered. The lead exhibited oversensing and noise, and high/varying impedances. The system was programmed off, and the patient will continue to be regularly monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.